Event description:
It was reported to philips that the system had storage issue when acquiring images. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event and the procedure was completed as planned without saving the images. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to save images during the procedure. Upon functional testing, the fse found that database on ippc was corrupted. To resolve the issue, the fse reloaded the software, and recreated the database on the image processing computer disks (ippc). During this process, it was observed that the bios date and time had reset, indicating a cmos battery failure. The fse replaced the cmos battery to resolve the issue. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system without saving the image, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.